Manufacturer narrative:
Alarm occlusion- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Reportedly, the customer is able to sometimes resume insulin delivery after unkinking the infusion set line and sometimes has to change the supplies to clear the alarms. As the occlusions had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions. In addition, the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer was able to load a new cartridges successfully during the call with tandem's technical support, and will continue to use the pump for continued insulin therapy. There was no impact to the customer's blood glucose level. Additionally, the customer has manual injections available as alternate insulin therapy.